Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial lead was successfully repositioned due to exhibiting dislodgement and loss of capture. Device remains in service. No further adverse effects were reported. This lead was explanted and returned to boston scientific with no allegation.

Event description:
It was reported that this right atrial lead was successfully repositioned due to exhibiting dislodgement and loss of capture. Device remains in service. No further adverse effects were reported.